Event description:
It was reported that the pump's usb port was damaged has to force the cord in when charging resulting in difficulties charging the pump. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.